Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event "detachment of the thread from the needle, the thread ruptured when the thread was removed from the secondary packaging": did the needle separate from the thread? Yes. Did the suture thread break in two parts? Did the issue occur while removing product from package or during use on patient? It happened during use on patient.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Detachment of the thread from the needle occurred during use on patient. No adverse patient consequences were reported. Additional information was requested.